Event description:
A malfunction alarm occurred, identified by code malf 12, and was resettable. The customer reported at least three occurrences of this malfunction but did not report any notable events prior to the issue. It is unknown whether there was an adverse impact on the customer¿s blood glucose level. Tandem technical support decided to replace the pump, and the customer was instructed to use multiple daily injections as backup therapy. The customer acknowledged instructions on returning the pump in storage mode via a pre-paid label.